Event description:
The customer reported that the insulin gauge on their pump displayed an unexpected amount, specifically a static fill estimate of 110 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support explained to the customer that inaccurate readings might occur due to large variances in pressure measurements used for calculating remaining insulin. It was clarified that the gauge would eventually adjust and show an accurate reading once the amount in the cartridge aligns with the static number initially displayed. The customer understood and acknowledged the explanation.